Event description:
It was reported that during the implant attempt, "helix would not extend after 15 turns" and "re-attempt to advance the helix required 25-30 turns". It was also reported that noise was present continuously during threshold testing and it required "25-30 turns" to retract the helix. This lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), on the helix mechanism, and on the helix mechanism sleevehead. The lead appeared damaged at implant. The analyst commented that the lead was received with the distal coil distorted within the connector. The helix will not extend or retract due to distal conductor distortion within the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.